Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 322, which was reproduced during evaluation. A review of the event history log identified system error 322 messages. The cause was determined to be a failing lower link. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b3: the event occurred (B)(6) 2020 additional information e4 and f2.. Additional information b5: medwatch report received related to this event indicates the pump was reading system error, pump able to be programmed and tubing inserted. Once blue clamp was taken out of pump, the error occurred. This happened in the patient room but there was no patient involvement.